Manufacturer narrative:
The device was returned for analysis. The reported ¿no sutures could be found during stage 3 (plunger removal)¿ was confirmed. In addition, analysis of the returned device found a posterior foot break. The detached foot was not returned with the proglide device. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted using two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, during stage 3 (plunger removal) no sutures could be found for both devices. The tavi procedure was completed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.